Event description:
The customer reported a false reactive architect ausab (anti-hbs) result for one patient when compared to the result obtained from quest diagnostics. The following data was provided: on (B)(6) 2023, sid (B)(6): ausab (anti-hbs) = 133.94 miu/ml (ran on isr54172) customer¿s reference ranges for ausab are >/= 12 miu/ml is reactive; < 8 miu/ml is nonreactive; >/= 8 to < 12 miu/ml is grayzone. The patient was redrawn by the physician and sent the sample to quest to be tested. The anti-hbs result from quest was < 5 miu/ml (quest¿s reference range is >/= 10 miu/ml). It is not known the methodology or instrument that was being use at quest to obtain the result. The customer¿s quality control was within their established range: l1 = 1 and 0.78 (lab range = -1.6 - 2.4) l2 = 15.22 and 16.6 (lab range = 5 - 25). There were 2 packs of reagent with the same lot, therefore two qc results. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive architect ausab (anti-hbs) result for one patient when compared to the result obtained from quest diagnostics. The following data was provided: on 13nov2023, sid (B)(6) : ausab (anti-hbs) = 133.94 miu/ml (ran on isr54172) customer¿s reference ranges for ausab are >/= 12 miu/ml is reactive; < 8 miu/ml is nonreactive; >/= 8 to < 12 miu/ml is grayzone. The patient was redrawn by the physician and sent the sample to quest to be tested. The anti-hbs result from quest was < 5 miu/ml (quest¿s reference range is >/= 10 miu/ml). It is not known the methodology or instrument that was being use at quest to obtain the result. The customer¿s quality control was within their established range: l1 = 1 and 0.78 (lab range = -1.6 - 2.4) l2 = 15.22 and 16.6 (lab range = 5 - 25). There were 2 packs of reagent with the same lot, therefore two qc results. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and no part issue was found. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with false reactive ausab results. A review of tracking and trending for the architect i2000sr did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr for serial (B)(6) was identified.